Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Something loose is inside the device.

Manufacturer narrative:
The device history record for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 14th june 2011. The device was returned with a reported fault of ¿something loose inside the device¿. Upon receipt of the device, a rattle could be heard when the device was shaken vigorously, beyond normal expected use. Upon inspection of the inside of the device it was revealed that the ferrite core on the electrode cable assembly was able to move within its plastic housing, resulting in a rattling sound when the device was shaken. This is not a fault and would have had no impact on the functionality of the device as demonstrated during the course of the investigation. Furthermore, the battery monitoring circuitry was verified during the investigation. This would indicate the low battery fails at the end of the report were due to a genuinely depleted pad-pak, due to the length of time the initial pad-pak was installed. There was no pad-pak returned for investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
There was no patient involved in this event. Something loose is inside the device.